Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the obturator or the trocar broke and fell into the cavity of the patient. The plastic extremity crumbled away and all plastic fragments were not retrieved. A new trocar was used to complete the case.